Event description:
It was reported in user facility medwatch report number (B)(4) that a "patient with a thoracic descending aneurysm had a lumbar drain placed by interventional radiology. Overnight on the nursing unit staff noticed that the drain was leaking and patient was complaining of a headache. Md was called and anesthesia came to remove the drain. While removing the drain the cap came off completely from the rest of the tubing."

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.